Event description:
It was reported to philips that the device experienced a pacer equipment malfunction. There was no patient involvement.

Manufacturer narrative:
Complaint evaluation: the customer requested that the device be returned for bench repair. The device was received by the bench repair service on 01-jul-2021. Upon evaluation of the device, it was noted that the device had experienced a pacer equipment malfunction. Following the initial evaluation, a quote was provided to move forward with the bench service but the customer opted to decline further evaluation of the unit. As a result, a cause for the failure could not be determined. Customer resolution and conclusion: philips is unable to rule out that a malfunction did not occur. As the customer declined service for the device, a definitive cause for the failure could not be determined. Per customer request, the device was returned to the customer site unrepaired. There is no indication of a systemic problem. No further investigation or action is warranted.